Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not available for reporting. Unknown when infection began. Additional product code: gxr. Implants removed on an unknown date. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a (peek implant) patient specific implant, matrixneuro x-plates (quantity of 4), matrixneuro straight plates (quantity of 2) and matrixneuro screws (quantity of 20) on (B)(6) 2018 for a cranioplasty. Patient developed infection and the implants were removed on an unknown date. There was no surgical delay. The type of infection is unknown. Patient will be implanted with another patient specific implant. The surgery date has not been scheduled. This complaint involves a total of 27 devices captured on three (3) complaint files. (B)(4). This report is 1 of 10 for (B)(4).

Manufacturer narrative:
Additional product codes:: gwo, gxr. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a patient specific implant (psi) polyether ether ketone (peek) implant, four (4) matrixneuro x-plates, two (2) matrixneuro straight plates, and twenty (20) matrixneuro screws on (B)(6) 2018 for a cranioplasty. On unknown date, patient developed infection. Patient was returned to surgery on unknown date where the implants were removed. There was no surgical delay. The type of infection is unknown. Patient was not revised to additional hardware at that time. Patient was later revised to another psi implant on (B)(6) 2018. This report involves a total of 27 devices captured on three (3) report files: (B)(4). This report is for one (1) matrixneuro screw. This report is 1 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.